Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The picture showed the device and the generator settings. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that use of the device resulted in a burn and the device discharged a visible spark or arc. A potentially related device issue could not be confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the incident occurred at the beginning of the surgery on the tip of the pencil, which led to generating a spark and causing a grade 2 burn to the patient in the area of the left clavicle with a length of5 x 3 cm that could be quenched with water and wet gauze. The generator had powers of 40 for both cutting and coagulation.